Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system cables, power supplies and pcb connections were evaluated and identified as being within specification. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.